Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that, "wile inserting the balloon, it got stuck in sheath and unable to proceed further". As a result, the iab was removed and a 2nd iab was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab balloon stuck in sheath is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "wile inserting the balloon, it got stuck in sheath and unable to proceed further". As a result, the iab was removed and a 2nd iab was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".